Manufacturer narrative:
As the device in question was not returned and no images provided it is difficult to determine the root cause of the patient¿s infection. With any mesh surgery there is a risk of infection and this is listed within the adverse reactions section of the instructions for use (IFU). All atrium medical corporation mesh is provided sterile. To ensure the integrity of the product the device history records were reviewed to ensure the product was manufactured and inspected properly. The review of the device history records indicates that the product was manufactured and inspected properly. There were no non-conformances related to this complaint. Although there are many issues with this patient there is not enough evidence to conclude that the mesh was the reason for the patient¿s condition. Summary/conclusion - based on the details of the complaint, atrium medical cannot conclude that the mesh was faulty. Clinical evaluation - c-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Patient had an open mesh hernia repair. Patient used sterile pads and hot showers twice daily due to infection discharging from naval, despite antibiotics (keflex) until new antibiotic script from received by surgeon to combat infection. Patient saw surgeon when he found a hematoma with pus. Patient put on antibiotics again. Navel still infected on and antibiotics finished. Purple red protuberance with smaller one on top and discharge increasing. Mesh was removed.